Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04821. It was reported that the patient experienced an erosion at the lead site. It was reported by the physician's office that the patient's leads had eroded through the skin. The patient underwent surgery on (B)(6) 2019 where the system was explanted.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04821.